Manufacturer narrative:
Based on the information provided it can not be determined if neurostar treatment caused or contributed to the patient's symptoms. The treating physician stated that they did not think tms treatment was responsible for his suicidal ideation.

Event description:
Neuronetics recieved information from a practice that a patient was experiencing worsening depression, increased irritability, and suicidal ideation after treatment session number 8. The patient was hospitalized on (B)(6) 2025 for the suicidal ideation.